Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). Quality control on the day of event occurrence was acceptable. Upon the ccc specialist's recommendation, the customer checked the probes, lamp and ultrasonics. The customer also aligned the probes. A customer service engineer (cse) was dispatched to the customer site for a different issue. The cse found that the cuvette thermistor was failing. A siemens headquarters support center (hsc) specialist reviewed the instrument data. A sample quality testing was performed for hemolysis (h), icterus (I), and lipemia/turbidity (l) on both samples, which recovered with low indices. It eliminates the potential for biological interferents. The data indicated that quality control and patient samples were recovered utilizing a singular reagent lot of ezcr and no error codes were flagged on the discordant results. The photometer data showed atypical results for both discordant results. Increasing read values along the 700 nm filter data and positive values on the polished 5 read suggested that foaming may have occurred during reagent addition. Foaming of the reagent may adversely affect the reaction, which could cause the discordant results. The hsc specialist suggested the cse to review the reagent probe 1 alignment and ancillary components. The hsc specialist stated that the review should also include verification of the reagent probe alignment against the reagent and cuvette wheel. The hsc specialist advised the cse to ensure the cleanliness of the reagent probe 1 drain and checking the associated tubing. The cause of the discordant, falsely low ezcr results on two patient samples is unknown. Siemens is investigating the issue.

Event description:
Discordant, falsely low enzymatic creatinine (ezcr) results were obtained on two patient samples on a dimension exl with lm instrument. The discordant results were reported to the physician(s). The physician for patient with sample ID (B)(6) questioned the result. A new sample was drawn for this patient (sample ID (B)(6)) and the result obtained was higher. It is unknown if the new sample was repeated on the same instrument or alternate instrument. It is unknown if the sample was repeated for the patient with sample ID (B)(6). However, the historical results for this patient (sample ID (B)(6)) were higher and therefore, a higher result was expected. The corrected result for patient with sample ID (B)(6) was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low ezcr results.

Manufacturer narrative:
The initial MDR 2517506-2017-00611 was filed on july 27, 2017. Additional information (07/07/2017): on july 7, 2017, while a siemens customer service engineer (cse) was at the customer site, he replaced the cuvette thermistor. On july 26, 2017, the cse re-visited the customer site to follow the recommendations provided by a siemens headquarters support center specialist. The cse replaced the ultrasonics board as reagent 1 was reading 62 volts. The reading was 82 volts with the new board. The cse also replaced the sample and reagent 1 drain for better washing. The cse then ran enzymatic creatinine (ezcr) several times and the results were precise and accurate. The cause of the discordant, falsely low ezcr results on two patient samples is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.